Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for ureal urea/bun (ureal) on a cobas c 111. The initial ureal result was 81.64 mg/dl. The repeat result was 15.55 mg/dl. The incorrect result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The ureal reagent lot number was 28432701 with an expiration date of 31-jul-2018. It was noted that sediment was found in the water reservoir. The water reservoir was cleaned and filled with fresh water. The water filters were also replaced. No other tests were affected. There is no special wash installed for ureal on the instrument.

Manufacturer narrative:
The customer's clotting time of 10 minutes with a centrifugation time of 5 minutes at 3500 rpm may be too short. The ureal reagent is very sensitive to contamination. Since sediment was found in the water reservoir, there may be a reagent contamination issue.

Manufacturer narrative:
The customer did not run qc on the day of the event. The initial ureal result was from the primary tube. The repeat result was from a hitachi cup.

Manufacturer narrative:
The customer was unable to provide the additional information requested to assist with determining a root cause. Therefore, the investigation was unable to find a definitive root cause.